Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event estimated. D4- the UDI is not known as the part and lot number were not provided. The additional device reported in b5 is captured under separate medwatch report. The additional patient effect death reported in the article is captured under separate medwatch report. Article titled: "safety and efficacy of cobalt chromium everolimus-eluting stents for treatment of in-stent restenosis: an ilumien IV substudy".

Event description:
In a summary article siting the ilumien IV clinical trial it was reported that use of xience everolimus-eluting stents (ees) are safe and effective for treating single-layer in-stent restenosis (isr). The article refers to the ribs IV clinical trial where implantation of the xience prime stent led to a significantly larger minimum lumen diameter at 6 to 9 month follow-up resulting in a lower rate of cardiac death, myocardial infarction and target-vessel revascularization at 1 year follow-up. The restent--isr clinical trial is also referenced, noting in the 3 year composite post implantation of the xience v stent, death, myocardial infarction, stent thrombosis and target-vessel revascularization occurred. Details are listed in the article "safety and efficacy of cobalt chromium everolimus-eluting stents for treatment of in-stent restenosis: an ilumien IV substudy". No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect(s) of stenosis and myocardial infarction are listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.